Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported analyzer issue; analyzer passed console and systems tests. (B)(4).

Event description:
It was reported the programmer is slow to boot up. Analyzer has huge delay between touching the screen and the decrement. Printing was delayed and very slow on programmer printer. The programmer and analyzer were returned for repair. There was no patient involvement indicated.